Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the proximal aortic neck was 21-19-20 mm in diameter. The right iliac artery was 18 mm in diameter and there was 20 mm between the bifurcation and the right hypogastric artery. The left iliac artery was 16-17 mm in diameter. The femoral arteries were 7-8 mm in diameter. It was reported that the final angiogram revealed a small distal type I endoleak. The distal region of the iliac limb was ballooned, however the endoleak did not resolve. The physician thought the leak was small enough that it would resolve on its own. The cause of the endoleak was due to inadequate seal zone for the ipsilateral extension. The patient will be monitored normally. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; inadequate distal seal zone due to short iliacs). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; inadequate distal seal zone due to short iliacs).